Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had an electrical reset. The reset was cleared and all programmable settings were restored. The device remains in use. No patient complications have been reported as a result of this event.